Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 42 mg/dl at the time of incident and current blood glucose level was 279 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food and glucose tablets. Customer stated that the insulin pump had received hard buttons to push. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. Customer did not allege insulin pump was over delivering. Customer troubleshooting was performed for low blood glucose level and declined to troubleshooting for hard buttons to push. The insulin pump will not be returned for analysis.